Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the reported field event of undersensing was confirmed in the laboratory and was due to a short between the coils of the lead. The cause of the short was overtorque of the inner coil during the surgical procedure. The reported field of high lead impedance could not be confirmed. Low lead impedance was observed during testing and was due to an electrical short from overtorque of the inner coil during the surgical procedure.

Event description:
It was reported that during implant the lead exhibited high lead impedance and undersensing. The lead was not implanted.